Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading over 400 mg/dl. The customer's grandmother stated that prior to the event, the customer had been up all night with frequent urination and high blood glucose level that the insulin pump could not bring down, even after set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.